Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the device had a jaw/tissue sticking issue, wherein after each activation, tissue stuck on the jaws. After opening a new device, tissue did not stick on the jaws of the new device. There was no patient injury.

Manufacturer narrative:
Correction: evaluation summary one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. The returned product met specification as received. Visual inspection found no defects. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made with visually acceptable results. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. No tissue-sticking was observed. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.